Event description:
The customer received questionable vancomycin results on their c501 analyzer. The customer received two discrepant results that were reported outside the laboratory. As a result of dosing on the basis of the original results, they noticed the subsequent results were higher. The pharmacy asked the customer to double check these samples. The customer repeated all other samples from that time period and the results were duplicated. The samples were processed by the customer's modular pre analytics device and tested in aliquot tubes. All testing was performed on the same c501 analyzer. Repeat testing was performed on (B)(6) 2012. The first patient's initial vancomycin result was 4.0 ug/ml. The repeat result was 21.1 ug/ml. The second patient, a female (B)(6), had an initial vancomycin result of 2.8 ug/ml. The repeat result was 18.1 ug/ml. The customer considered the repeat results to be correct. Both patients had their medications adjusted as a result of the original results. The customer was unable to provide further information on the patients' conditions. The vancomycin reagent lot number was 65616201 and the expiration date was 09/30/2012.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A root cause could not be determined. Due to the lack of information, no investigation was possible.